Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, the stent could not could not track down the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 20 x 3.50 mm stent delivery system was returned for analysis.a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, the stent could not could not track down the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.